Event description:
It was reported that during a right hip surgery, a male pt sustained a 10 cm 3rd degree burn that was treated with 0.9% saline and silver sulfadiazine. Reportedly the burn occurred under the edge of the pad. The pad was placed below the right scapula and the pt was lying on his left side. It is unclear whether the injury occurred under the conductive gel or border adhesive of the pad and attempts to clarify this info were not successful. Evaluation of the pad was not possible since it was discarded after use.

Manufacturer narrative:
This info was not received. The device used was a large solid non-corded pad. The distributor helped the end user file the report to 3m (B)(4) and the distributor was considered the initial reporter. Here is the address of the end user. (B)(4).